Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 2.75mm x 16mm, concentric, de novo target lesion was located in the left circumflex artery. Following predilation this 2.75x16mm synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the delivery system was broken around 30-40 cm from the hub. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.75 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a hypotube break 550 cm distal to the end of the strain relief, multiple kinks were also noted. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 2.75mm x 16mm, concentric, de novo target lesion was located in the left circumflex artery. Following predilation this 2.75x16mm synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the delivery system was broken around 30-40 cm from the hub. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.